Event description:
Device data was transmitted and the information received on the remote transmission was reviewed by qualified personnel. It was determined there was possible oversensing on the atrial channel. The implantable pulse generator was removed and an implantable cardioverter defibrillator was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274vrc implantable cardioverter defibrillator (ICD) (B)(6) 2009 6947 implantable tachy lead (B)(6) 2009 5076 implantable pacing lead (B)(6) 2007 305c25 implantable tissue valve (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.